Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was encountering a m01-19 system error in dwell 2 on a cycler that belonged to the hospital. Follow-up information revealed that the patient was not able to complete treatment that night. The patient has been transitioned to hemodialysis. The patient was reportedly in the hospital for surgery on a colon fistula eruption. No further information has been made available at this time.

Manufacturer narrative:
Additional information: clinical investigation: a temporal association between the liberty cycler and the patient¿s colon fistula eruption requiring surgical repair and transition to hemodialysis (hd) therapy cannot be determined with the available information in the complaint file. There have been no reported allegations of a liberty cycler malfunction and the development and eruption of the patient¿s colon fistula. Additionally, there is no documentation to support a causal/contributory factor in the patient¿s colon fistula event. The etiology of the patient¿s colonic fistula development and eruption complication is unknown. Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.